Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 34 mg/dl (compact plus system 1) and 76 mg/dl (compact plus system 2). No adverse event due to the device reported. The alleged test strips are not available to return for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect product used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 1. Device will not be returned.